Event description:
In 12/2005, the lay user/patient contacted lifescan and alleged that the threads on his one touch ultrasoft lancing device were stripped/damaged. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique for sample collection was reveiwed and it was determined that the product was being used according to instructions. The patient did not receive any medical treatment. There is no report of an adverse event. A replacement lancing device was sent to the lay/user patient.